Event description:
A caller reported experiencing a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided the caller with instructions for a complete pump reset, which resolved the issue. The caller successfully started their sensor session and resumed insulin delivery independently.